Event description:
It was reported through the attorney for the patient, as a result of a legal claim that allegedly, "the patient received a trident acetabular hip system." It was further alleged that, "the patient is experiencing 'pain and loosening' from the system."

Manufacturer narrative:
The information provided by stryker orthopaedics legal affairs department. No additional information is available at this time. Additional follow-up information may be obtained by the legal affairs as it becomes available. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes for other devices listed in this report: cat # 625-10-32g, lot # 1xtaw, description: trident 10 degree eccentric cup insert. Cat # 6054-0511a, lot # 65076302, description: primary secur-fit plus. Cat # 17-3205e, lot # 8326603, description: alumina c-taper head 32mm/+5. Cat # 2030-6540-1, lot # 14325702, description: 6.5 cancellous bone screw 40mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.